Event description:
The patient¿s body rejected the pump. The patient¿s body swelled up and he got pneumonia after pump implant. The hcp (healthcare professional) eventually removed it 3 weeks prior to this report. The patient was allergic to morphine, so it couldn¿t be use; the pump was delivering dilaudid. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Per the patient, at implant ¿there were 2 holes that punctured his spine¿. He was ¿in an ambulance every week and he did not tolerate the drugs¿. The patient felt that the pump caused his congestive heart failure. He did not have a good experience with his implant.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that per the patient "they took the pain pump out of me because it almost killed me". The patient's pump was taken out in (B)(6). The patient went home after implant, then the following day went back with pneumonia and the incision was completely infected. The patient stated that when they implanted it "they punctured his spinal cord which drained all the spinal fluid out of his head", so he had an excruciating spinal headache. The patient had a bubble of spinal fluid on his back. About 2 months after implant, the patient had 5 trips in 7 days because he od'd on the medication. When the patient went back and had it filled and after they filled it that's when all the problems started. The patient couldn't understand how the dilaudid would have gotten into his bloodstream for him to od. The patient stated "the distributor on the end of the catheter was right next to the hole in his spinal cord so he doesn't know if his spinal cord just sucked it up and made him od or what was going on." The patient had to have 2 surgeries to plug the hole in his spinal cord. The patient stated when they "installed it, it was working semi sort of good except for all the swelling and heart failure." Starting right away after implant, the patient's entire body started swelling, their hands would swell up, and couldn't tell he had ankles or feet. They had checked for blood clots with sonograms and ultrasound. The patient didn't have blood clots just the circulation in the patient's body was almost stopped because the patient was "od"ing" on the stuff. The patient stated they diagnosed congestive heart failure and the patient could deal with congestive heart failure because he was on heart medicine anyways then. As soon as they took it out the swelling and congestive heart failure went away. Following explant, the patient was in the hospital 5 days. The patient also stated said the problem was his body rejected it, he is allergic to 9 different medications, and his body doesn't like the medical field. Per the patient "I've been fighting pain since 2007". The patient also had on wednesday (B)(6) had 2 dime sized tumors removed, the doctor called to say they were malignant, location not provided.

Manufacturer narrative:
(B)(4).